Event description:
A malfunction was reported by the caller regarding the pump, identified as malfunction code 12, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code appears again.